Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their insulin pump. The customer stated they had a pump error and it reset and it had happened when the customer went to give themselves a bolus. The blood glucose value was 144 mg/dl at the time of the incident when the error occurred. The customer stated they had to restart/reboot the insulin pump for about 10 seconds and then got the pump error again. Troubleshooting was performed and the customer was assisted with rewind but received the pump error again during the rewind. The device will be replaced and returned.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm noted during testing. (B)(4).